Manufacturer narrative:
Device evaluation: no parts were returned to the manufacturer for physical evaluation. The 2008t hemodialysis (hd) machine was evaluated at the facility by a fresenius regional equipment specialist (res). The res replaced the deaeration motor and actuator/test board to resolve the flow inlet error. Upon replacement, the res technician found that the actuator/test board had sustained heat damage. After the repairs, machine functional checks were performed, and all tests found the unit to be functioning within specification. A records review was performed on the reported device serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework during the manufacturing process which could be related to the reported event. Additionally, a review of the device history record (DHR) confirmed the results of the in-progress and final quality control (qc) testing met all the requirements. The res confirmed that the actuator/test board was burnt; therefore, the complaint has been deemed confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomedical technician (biomed) at a user facility reported that a fresenius 2008t machine had a flow inlet error during chemical disinfection. A fresenius regional equipment specialist (res) performed an on-site evaluation of the machine. The res replaced the deaeration motor and actuator/test board to resolve the flow inlet error. Upon replacement, the res technician found that the actuator/test board was burned. Following part replacement, the res performed functional checks and confirmed the machine was operating properly. The biomed confirmed that a patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. Per the biomed, the actuator/test board was the original fresenius part on the machine and there was no damage observed at any other component related to the actuator/test board being burned. The machine has been returned to service after repair by the res without any issues. The actuator/test board was discarded by the biomed and is not available to be returned the manufacturer for physical evaluation.